Manufacturer narrative:
The device has not yet been received for evaluation.

Event description:
It was reported that while unpacking this taxus liberte stent prior to the procedure, it was noted that one strut was damaged. The device did not enter the patient. This product is only ous approved, but it is similar to a marketed us device.